Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and reddish material was observed inside the pebax with no internal parts exposed. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A scanning electron microscope (sem) testing was performed on the pebax area and the results showed lack of polyurethane (pu) on the electrode 2 border. There is evidence of mechanical damage on the pu border of electrode 2, scratches and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax and the lack of pu on the electrode border cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified foreign material inside the pebax with external damage and electrode damage. The customer initially reported that a ¿force sensor error¿ was given while delivering radio frequency. Problem was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter. No patient consequence was reported. The customer¿s reported force sensor issue has been assessed as not reportable since there is no risk to the patient as a result of the procedure delay. On 2/6/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿reddish material in pebax sleeve. No internal parts exposed.¿ this finding is not MDR reportable since no damage was identified with the integrity of pebax. Therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/25/2019, during further evaluation, a scanning electron microscope (sem) test was performed and the results showed evidence of mechanical damage on the polyurethane (pu) border of electrode 2, scratches and a hole on the pebax surface. No other anomalies were observed. This findings of a "hole on the pebax" and the "electrode damage" have been assessed as MDR reportable. On 3/17/2019, additional clarification was received from the bwi pal indicating the sem performed actually showed ¿lack" of polyurethane (pu) on the electrode 2 border. This clarification does not change reportability and the finding is still deemed MDR reportable. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 2/25/2019 and has reassessed this complaint as MDR reportable.